Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient's system was autore-ducing due to high impedances on both leads. Reprogramming was able to restore effective therapy. As a result, patient underwent surgical intervention wherein the entire system was explanted to address the issue.